Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
This event is associated with the mnt-men-15-003 glow clinical trial, participant (B)(6). It was reported that a asian female patient underwent primary breast reconstruction surgery with 295cc mentor memoryshape breast implant (mentor glow study gel devices) on (B)(6) 2017. On (B)(6) 2021, the patient experienced left side breast pain. It was also reported that the patient underwent the second stage of breast reconstruction on (B)(6) 2017. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On august 11, 2025, mentor became aware that the patient also experienced bilateral breast pain, and bilateral capsular contracture; baker grade ii. Hence, clinical code "capsular contracture" has been added under field h6 on this form. Complete primary UDI number has been added under field d4 on this form. This supplemental medwatch report is for the patient¿s left-sided device. Right side complication is being reported separately. Manufacturer¿s reference number: (B)(4).